Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high, out of range pacing lead impedance continued, and high capture threshold was observed. The lead was capped and replaced.

Event description:
It was reported that high, out of range, pacing lead impedance was observed. The patient was asymptomatic. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.